Event description:
It was reported that the patient had a loss of efficacy and was scheduled for a revision. The pump was initially filled with the me dication at replacement on (B)(6) 2012. Following that replacement, reporter stated that the patient had "increased baseline spasticity", "worsening tone" and being "dystonic". It was unclear if the healthcare provider (hcp) planned to replace the entire pump system or just the catheter. There was "nothing in the pump logs". The hcp was unsure if the symptoms were a result of a catheter issue or due to the use of the medication. It was unclear if the medication in the pump was gablofen or baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event could have been either the drug change or kink in the catheter. It was noted there was a kink in the proximal end of the patient's catheter and the patient's drug was changed to gablofen without her parent's knowledge. The patient's catheter was revised on an unknown date and the drug was also changed. The patient outcome was reported as serious injury/illness and the patient resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).